Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum output. The lead was therefore explanted during a normal device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.